Event description:
It was reported that the syringe pump did not recognize the thirty (30) ml syringe when loaded. The customer reloaded into different module and had the same issue. This issue was encountered during nursing education. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.